Event description:
Pt alleges firmness and physician suggested that she have implants replaced because of problems. Pt also alleges physician said she had to have capsulation popped and he explained to her that silicone gel was then going into her her system. Operative note states pt had capsulotomy and repair of herniated area.